Manufacturer narrative:
Batch review performed on (B)(6) 2024 lot 2209725: 32 items manufactured and released on 20-sept-2022. Expiration date: 2027-09-01. No anomalies found related to the problem. To date, 30 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 year and 4 months from the primary, the patient came in reporting pain due to an anteverted cup. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.